Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Potential root causes may be incorrect technique (file possibly used in a canal too strongly curved), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.